Event description:
When surgeon was backing out guide wire and it became stuck. The surgeon backed the pedicle screw out halfway to see if that would help release the kink, but the guide wire broke off leaving approximately 1cm in the bone l4.